Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving saline via an implantable infusion pump. It was reported that the patient was supposed to have the pump filled with saline but had been unable to make the refill appointments due to moving. The pump had been alarming for 3 weeks and the caller needed it shut off. No symptoms were reported. No further complications have been reported as a result of this event.